Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge displayed that the pump was out of insulin, but the customer was able to withdraw 100 units of insulin from the cartridge. The customer reported that the cartridge had been filled with 300 units of insulin, and it was unknown how much insulin had been delivered by the customer. The customer's blood glucose level was 400 mg/dl, which was addressed by changing the cartridge and infusion set. Prior to calling tandem technical support, the customer loaded a new cartridge successfully and received an accurate fill estimate.